Manufacturer narrative:
(B)(4). Device lot number was received (B)(6) 2018; evaluation is in progress.the device remains implanted. Therefore, direct product analysis was not possible. A second gore® viabahn® endoprosthesis was used (lot#17252302), and reported in manufacturer report #2017233-2018-00242.

Event description:
The following was reported to gore: on (B)(6) 2017, two gore® viabahn® endoprostheses were implanted in the patient's subclavian vein after a rib resection. The viabahn devices were found to be occluded, with fibrous stenosis formed in the middle of the devices. On (B)(6) 2018, artherectomy was performed. The procedure was successful.

Manufacturer narrative:
Review of device manufacturing record history confirmed the devices met pre-release specifications. The devices remain implanted. Therefore, direct product analyses could not be performed. The second gore® viabahn® endoprosthesis used (lot#17252302) was initially reported in manufacturer report #2017233-2018-00242. However, that report was retracted because both devices were used in the same event and only one manufacturer report was needed.

Manufacturer narrative:
Date of event was corrected to (B)(6) 2018.

Manufacturer narrative:
This event was erroneously reported. The report is being retracted.